Event description:
The pt reported that she has experienced elevated blood glucose readings as high as 560 mg/dl for the past 6 months. She reported that her normal range is 90-120 mg/dl. The pt stated that when her blood glucose is high, she will bolus and if that does not reduce her blood glucose she will change her infusion site and bolus again ,and then her blood glucose readings return to her normal range. The pt reported that she is not getting any errors on her infusion device. The pt also stated that she checks her cannulas for kinks or bending and has not experienced any problems. The pt was advised to try a different area for her infusion site. Upon follow up, the pt reported that she did change her site area to an area that she has never used before and "it made a big difference" and she stated that "she has not experienced any other high readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned.

Manufacturer narrative:
No prod will be returned for evaluation.